Event description:
The below report was received by health authority ansm (reference number: r2230626) on 24-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods with 48 hours of incapacitation") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("intense fatigue"), paraesthesia ("pins and needles"), depression ("heavy periods with 48 hours of incapacitation feeling of depression") and depressed mood ("feeling of depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for heavy menstrual bleeding, weight increased, fatigue, paraesthesia and depressed mood were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, weight increased, fatigue, paraesthesia, depression or depressed mood. The reporter commented: period of occurrence: for 10 years. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2022. The most recent information was received on 30-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods with 48 hours of incapacitation") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("intense fatigue"), paraesthesia ("pins and needles"), depression ("heavy periods with 48 hours of incapacitation feeling of depression") and depressed mood ("feeling of depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for heavy menstrual bleeding, weight increased, fatigue, paraesthesia and depressed mood were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, weight increased, fatigue, paraesthesia, depression or depressed mood. The reporter commented: period of occurrence: for 10 years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.